Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails. Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump battery was only last for 5 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.